Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received twenty-three appropriate treatments, twenty-one of which did not convert the arrhythmias and two which resulted in post shock asystole, two inappropriate treatments, and two non-lifevest defibrillations. The device was started up at 18:19:33 on (B)(6) 2022. At 14:21:42 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 210 bpm with CPR/motion artifact. At 14:23:44, the patient received the first appropriate treatment. The rhythm at time of treatment was vt @ 220 bpm. The post shock rhythm was vf. At 14:24:17, the patient received the second appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vf. At 14:24:44, the patient received the third appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vf. At 14:25:07, the patient received the fourth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vf. At 14:25:36, the patient received the fifth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vf. At 14:29:26, an arrhythmia was detected. ECG shows vf with motion artifact. At 14:29:58, the patient received the sixth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vf. At 14:30:29, the patient received the seventh appropriate treatment. The rhythm at time of treatment was vf with motion artifact. The post shock rhythm was vf. At 14:31:03, the patient received the eighth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vt @ 280 bpm degrading to vf. At 14:31:26, the patient received the ninth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was vf. At 14:31:50, the patient received the tenth appropriate treatment. The rhythm at time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:35:08, an arrhythmia was detected. ECG shows idioventricular rhythm @ 40 bpm with pvc¿s and CPR/motion artifact. At 14:35:44, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at time of treatment was idioventricular rhythm @ 40 bpm. The post shock rhythm was idioventricular rhythm @ 40 bpm with CPR/motion artifact. At 14:53:45, an arrhythmia was detected. ECG shows vf with CPR/motion artifact/electrode lead fall off. At 14:54:16, the patient received the eleventh appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vt @ 150 bpm. At 14:54:50, the patient received the twelfth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vt @ 150 bpm. At 14:55:28 the patient received the thirteenth appropriate treatment. The rhythm at time of treatment was vt @ 150 bpm with CPR/motion artifact/electrode lead fall off. The post shock rhythm was asystole with CPR/tactile artifact, intermittent cardiac activity, and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:56:07, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at time of treatment was obscured due to CPR/electrode lead fall off and intermittent cardiac activity. The post shock rhythm was rhythm @ 90 bpm degrading to vt @ 250 bpm. At 14:56:44, the patient received the fourteenth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 14:59:22, an arrhythmia was detected. ECG shows vf with CPR/motion artifact/electrode lead fall off. At 15:00:02, the patient received the fifteenth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:00:27, the patient received the sixteenth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:01:20, the patient received the seventeenth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:01:42, the patient received the first non-lifevest defibrillation. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:02:19, the patient received the eighteenth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:02:52, the patient received the nineteenth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:02:44, the patient received the second non-lifevest defibrillation. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vt @ 160 bpm degrading to vf. At 15:08:09, an arrhythmia was detected. ECG shows vf with CPR/motion artifact/electrode lead fall off. At 15:08:45, the patient received the twentieth appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:09:29, the patient received the twenty-first appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:09:56, the patient received the twenty-second appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. At 15:13:29, the patient received the twenty-third appropriate treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. The post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. The electrode belt was disconnected at 15:13:37 on (B)(6) 2022.